Manufacturer narrative:
(B)(4). Previously it was reported that this was a hybrid wire weld anomaly; however further review concluded this to be a miscellaneous wire weld anomaly.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. There was a hybrid wire weld anomaly: battery wire was not welded to the battery post on the hybrid which caused intermittent contact. This event could cause momentary loss of power which could have caused the issues shown on the telemetry printout. This was a manufacturing issue.

Event description:
It was originally reported that the pump was never removed from the box. The pump stopped mid telemetry. When the pump was read it stated: pump in safe state; reset occurred and incompatible version. The telemetry printout showed the pump was in shelf state. The pump stopped due to safety count and a reset occurred.